Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 48 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed several cuts in the insulation which most likely resulted from the extraction procedure. Blood penetrated the cut areas. Furthermore, the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the lead tip was found damaged. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to a malfunction. No further information was provided. No adverse patient events were reported. Should additional information be received, this file will be updated.